Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced discomfort around the implant site. The patient underwent a battery replacement and repositioning procedure. The patient was doing well post operatively.